Event description:
Reporter indicated that communication could not be established with the pt's generators or a test generator. It was reported that the connections between programming system components were secure and the wand battery was checked. It was reported that communication could be established when another wand was substituted. A new programming wand has been shipped to the site.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.